Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (50 mg/ml at 26.96 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a pump refill was done on (B)(6) 2019 and at the time there were 37 months to elective replacement indicator (eri). According to the pump logs pulled, eri had been reached (code 227) and it said to replace the pump "by ----." There were 15 stalls and recoveries noted in the logs beginning on (B)(6) 2019. It was noted the patient was not experiencing any signs of withdrawal at the time. The pump settings were decreased by 10% and the patient was going to follow up with their hcp. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. There were no environmental, external or patient factors which may have led or contributed to the issue. No further complications were reported.